Event description:
Information was received from technical services (tss) that implantable neurostimulator (ins) was replaced on (B)(6) 2024. Agent sent caller email about when implantable neurostimulator (ins) was sent back and any tracking info.

Manufacturer narrative:
H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated that since saturday night they have not been able to recharge their implant. Patient stated that they have tried using both of their controllers (one had been replaced due to patient thinking controller was lost) and multiple rechargers (patient stated their wife has an scs also). Patient described seeing no device found and passive recharge screen with numbers consistently in the 80s and 90s and a green flashing light for 60-90 seconds, at which point they would close out of the prm screen, as patient stated in the past this screen had connected and recharged their implant without them having to wait 10 minutes. Agent reviewed passive recharge mode with patient and patient stated they had an appointment they needed to get to, but will call back if they are unable to progress through passive recharge. Patient called back and repeated previously documented information. Patient mentioned the controller screen was going back and forth then showed unable to recharge ensure the recharger is over your implanted device. Agent asked and patient noted they don't know where the recharger is position since their implant is in their lower back near the buttocks. During the call patient was trying to charge their implant; controller showed no device found then implant went into passive recharge with numbers 38-43-45. Agent instructed patient to do the passive recharge test and numbers changed to 31-95-95. Patient noted they had this happened before when their implant went down below 30%. Patient stated they tried all 3 rechargers at their home and they had to charge their implant twice a day. Patient confirmed no visible damage to 3 rechargers they have. Towards the end of the call, patient noted the controller screen did not advance past passive recharge mode screens. Patient noted they didn't shut off the stimulation on saturday. The issue was not resolved. An email was sent to repair to replace the recharger. Patient called back and received the replacement recharger but still couldn't connect to the implant. During the call patient got 11/84/86 on passive recharge. Agent placed patient on a hold and when agent got back patient was still going through passive recharge. Patient then mentioned they were using the controller that they thought they lost, but they hadn't tried the replacement controller yet. Patient plugged the recharger into the replacement controller and got 87 or 88 on passive recharge. Agent reviewed passive recharge information and redirected patient to their hcp if the issue persisted. Agent would call patient back to check on passive recharge status. Agent called patient back after 30 minutes and was still going through passive recharge. Agent redirected patient to their hcp. Additional information was received from a manufacturer representative (rep) on 2024-nov-01. The rep reported that the patient has been having difficulty charging the ins. The patient claimed that 2.5 weeks ago the issue started. The patient claimed that they had attempted to do passive charging multiple times for 20 and 30 minutes. The rep had unpaired and repeated pairing to connect the controller to the ins. They had started a passive charging session and the number on the screen was 97. After 10 min the controller said unable to recharge and then they started a second passive charging session during the call. The issue was not resolved through troubleshooting. The caller will continue attempting to charge the ins. The rep called back to follow-up on this case. The caller indicated that they attempted charging the ins with passive charging for 30 min with two different controllers. They also tried to run the disabled device with both controllers and the issue was not resolved. The patient reported that the recharger and controller had been replaced recently as a result of this communication issue. The caller stated that the ins is not too deep, the rep is able to feel the ins. When passive recharge mode was active the caller indicated that they were consistently able to get the number at 93. The rep moved the recharger around and the number displayed were 78 85 93, the numbers changed appropriately as the recharger was moved. The caller attempted to connect to the ins with the clinician application. The tablet found the ins. When the communicator was moved away from the ins the system loses the connection. The clinician app was showing the loading bar which would increment up to 67 and then drop down to 15. The caller used a second tablet and the clinician application completed the connection to the ins. The ins battery status information indicated that the ins was 100% charged. Reviewed information about potential replacement of the ins. The caller will follow-up with the patient and hcp. Additional information was received from the patient on (B)(6) 2024. They reported that the cause was not determined, and they couldn't figure out why it wouldn't work. They tried to reset it multiple times even using the local manufacturer representative and by calling in for help. No matter what they tired, it wouldn't reset. The issue has not been resolved; outpatient surgery has been scheduled to remove the existing unit and leads and replace them.